Event description:
It was reported that the error message "error head" occurred several times during patient treatment. The customer thought that the device is too sensitive. (B)(4).

Manufacturer narrative:
A service technician of maquet investigated the reported issue. It was found, that the device is working according to specifications. The sensitivity of the device is as usual and there is no possibility to change the sensitivity of the device.